Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the client indicated that while conducting readings for the patients through the application, the same readings were received for each patient. The client requested new leads and cable for the application. The new leads and cable were sent to the client. The application remains in use. No patient complications have been reported as a result of this event.